Event description:
Caller reports the patient tested 5.0 inr on the coaguchek xs system and 3.1 inr on a comparison lab. Caller states any medication adjustments would not have been made based on the device results. No adverse event reported. Requested return of suspect system, however, the strips are unavailable for return. Replacement sent.